Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis in a male patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891101, gd890525, and gd889501 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.